Event description:
Patient scheduled for robotic assisted hysterectomy. After rumi handle inserted and case began, it was noted that a metal piece that lines the rumi appeared to have broken through the outer layer of the device and lacerated the outer layer of the colon but there was no leakage. Case converted to open. Colon laceration repaired. FDA safety report ID# (B)(4).